Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2018 due to the stroke. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 1 year and 9 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the developed difficulty speaking. The patient presented to the emergency room with expressive aphasia. Anticoagulant at the time of the event was warfarin. The patient was non-compliant with anticoagulation. CT of the brain showed left cerebellar hemorrhage and small right pontine hemorrhage. Inr was 1.7. The patient was given kcentra and vitamin k. Patient was febrile at 101 f. On (B)(6) 2018, the patient experienced tremors and an acute change in mental status. The patient was hypertensive with systolic blood pressure (sbp) 160 mmhg. CT showed significant increase in the amount of intraparenchymal hemorrhage within the left parietal and temporal lobes in the area of recent infarct. Lvad was functioning as expected with no issues. No additional information was provided.